Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 134 ohms. The health care professionals (hcp) stated that the shock lead impedance was stable earlier and electrogram (egm) showed no noise. It was recommended to have the patient seen in clinic for further evaluation and programming options. This rv lead remains in service. No patient adverse effects were reported.